Manufacturer narrative:
Device used for treatment not for diagnosis. This report is for an unknown philos system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: rendine, m., virgilio, d., coppari, e., condarelli, g., (2012), the treatment of fractures of the proximal humerus with philos plates: clinical and radiologic results at a distance, journal of orthopaedics and traumatology, 13, s25-s55. The authors review of recent literature and their clinical and radiographic results at a distance in cases of fractures of the proximal humerus treated surgically with a plate with angular stability philos. The authors report their series, which since 2007 has had more than 70 cases was average of 3.5 years. The mean age of patients was (B)(6). It was reported that twenty-five percent of patients developed avascular necrosis. This article summarizes postoperative findings from other published articles. There is not sufficient information to file multiple reports. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This complaint involves an unknown philos system.